Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the placement of the angio-seal vip 6fr device the anchor did not release from the angio-seal. When they tried placing the angio-seal there was no resistance. After analyzing the angio-seal one could see that the anchor was still inside the sheath and did not work as intended. Additional information was received on 06mar2024: the procedure was an antegrad percutaneous transluminal angioplasty (pta), lower extremity, groin access using a merit 6fr bright tip (prelude) sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, only the angio-seal. A pre-deployment angiogram was not performed. When the angio-seal was pulled back the anchor did not attach on inside of the arterial wall, however, remained inside the delivery sheath. Hemostasis was achieved by manual compression which was the only remaining alternative. The blood loss was maybe 10-20 cc, the artery was immediately manually compressed. Patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with no visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position, but resistance was felt, and the anchor did not deploy. The carrier tube was then found buckled near its base. The sheath and carrier tube were then separated but resistance was met while sliding the carrier tube out of the sheath. Dried blood was found along the shaft of the carrier tube during removal. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).